Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown head-unknown; unknown-unknown cup-unknown; unknown-unknown stem-unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a hip revision due to poly wear. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the mod head and retaining ring as well as a poly liner with four screws. The mod head and retaining ring appear to have no noticeable damage, the poly liner has severe damage to the outside diameter and several protruding screws. It¿s unknown if the liner was implanted with the screws of if the screws were used to extract the liner from the shell. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : patient did not return device.

Event description:
No additional information on the reported event.